Event description:
A baxter field service technician serviced a colleague device for an "810:13 primary ail failure 500 microliters (l) air detected". Ail stands for air in line. This condition has the potential to be a false alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. Once the evaluation is finished or if any additional information about this event becomes available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 810:13 primary air in line failure was confirmed via the event history log but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.